Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt thought one of the wires was broken. There was no known accident or incident related to the complaint. The pt was redirected to their healthcare provider.

Manufacturer narrative:
(B) (4).